Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Due to damage on the channel tube, water tightness was lost. Due to damage on channel tube, suction volume did not meet the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. The objective lens had a scratch and was dirty. The light guide lens had a chip. The plastic distal end cover was dirty and had a dent. The distal end was deformed. The adhesive on the bending section cover was detached. The connecting tube had a wrinkle and a scratch. The minimum inscribed radius of the connecting tube did not meet the standard value. The image guide protector, suction cylinder, and forceps channel port were shaved. The scope cover had a scratch and discoloration. The control unit, switch one (1), and the universal cord had a scratch. The protector of the universal cord on the scope connector side had a cut. The scope connector had a dent and discoloration. The universal cord was deformed. The light guide bundle had breakage. Due to wear of the angle wire, the play of the up/down/right/left knobs were out of the standard value and the bending angle in up/down/left direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during reprocessing, the working channel on the evis exera ii gastrointestinal videoscope had a leak. No patient harm reported. During the evaluation of the device, it was noted the nozzle had foreign objects and foreign objects were attached at the distal end due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the nozzle had foreign objects and foreign objects were attached at the distal end due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper reprocessing after the previous reprocessing. The user can detect the suggested events properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual: inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." The user can reduce and prevent occurrence of the suggested events by handling the device in accordance with the following IFU: "·reprocessing manual cleaning, disinfection and sterilization procedures_ precleaning warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw (air/water) channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection and sterilization procedures: manual cleaning: clean the external surfaces. Immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channels. Removing detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received, from the reporter. No procedure or patient involvement.

Manufacturer narrative:
This supplemental report is being submitted, to provide additional information received from the reporter.